Event description:
The manufacturer received information alleging a patient's blood oxygen saturation level decreased while using a ventilator. The patient was placed on another device. According to the reporter of the event, the ventilator was alarming for a low circuit leak condition which was not acknowledged for approximately 40 minutes. When the nurse responded to the alarm, the patient's blood oxygen saturation level was low. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017, at 05:08:33 local time the device began alarming for a low circuit leak condition. The alarm sounded for 2717 seconds, approximately 45 minutes, until the alarm was acknowledged at 05:55:00 local time as evidenced by an alarm silence/reset keypress. The low circuit leak condition was found to have been caused by sputum blocking the exhalation port. The manufacturer concludes the ventilator operated and alarmed as designed during the reported event. The device alarmed appropriately to alert the caregiver of a low circuit leak condition which was not acknowledged in a timely fashion.